Event description:
It was reported that during a pta/stenting treatment procedure, the pt was discharged home with a regimen of one aspirin per day. However, was readmitted five days later and determined to have bilateral clot in the stents. The pt was then transferred to hosp and had thrombectomy of both clots. The pt was discharged home with a regimen of plavix and aspirin. The pt condition is reported as 'fine'. Same complaint as MFR # 6000089-2004-00187.